Event description:
The customer reported that their device was in a continuous boot loop and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control received the removed system controller pcb for additional evaluation. The cause of the reported failure was determined to be an electrically shorted integrated circuit chip, designator u61 from the system controller pcb assembly.

Manufacturer narrative:
The third party service agent advised physio-control that they have replaced the system controller pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Manufacturer narrative:
The third party service agent has evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.